Event description:
This lead was explanted and replaced due to noise, which was causing inappropriate detection of vf. All shocks were aborted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple signs of wear along the lead body were noted. Particularly 20.5 cm distal to the is-1 connector pin the insulation was abraded through. In this region the coating of the conductor cable to the ring electrode was damaged. This damage can be considered the root cause of the clinically observed oversensing with shock delivery reported in the complaint description. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.